Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. During deployment sequence of second mitraclip, first mitraclip had single leaflet device attachment(slda) from the posterior leaflet due to physical contact with second clip. Another mitraclip was implanted to stabilize the slda clip. The mr was reduced to grade 1 post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.